Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent a full revision surgery and the explanted lead and generator were discarded following surgery.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance during an office visit on (B)(6) 2014. The patient experienced a fall in the shower on (B)(6) 2014, and the physician believes that the high impedance event occurred the same day. The patient¿s device was not programmed off and x-rays were not taken. No known interventions have occurred to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.